Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, after two weeks the patient¿s distance vision had deteriorated to the point where it is now worse than before the surgery. The patient also experienced some discomfort, redness and floating lights on the left side of vision. The doctor prescribed a different steroid which will now continue for another 2 1/2 weeks. The patient was very disappointed. The patient had completed steroid drops and requested for possibility of visual improvement. Additional information has been requested.